Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4968 implantable pacing lead, implanted: (B)(6) 2012; 4074 implantable pacing lead, implanted: (B)(6) 2006; 4574 implantable pacing lead, implanted: (B)(6) 2006.

Event description:
It was reported that frequent periods of a missing ventricular pace were noted on a remote transmission. The device remains in use. No patient complications have been reported as a result of this event.